Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation the cause of the b30 scope communication error could not be identified. According to the instruction manual: "scope communication err (b30) possible cause: foreign objects, such as detergent remnants, hard water residue, finger grease, dust, and lint are on the electrical contacts. The video system center cannot communicate with the endoscope. Solution: wipe the electrical contacts on the endoscope connector using clean lint free cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them. After drying them, connect the endoscope to the light source. Stop using the endoscope and contact olympus." Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that during a procedure, the evis exera iii video system center had an error code b30 and e216 for scope communication error. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device has been returned to olympus for evaluation and repair. The evaluation has not been completed at this time. The investigation is ongoing, and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.